Manufacturer narrative:
The device involved in the event will not be returned for evaluation. These reported events were found during a publication review where the patient information is anonymous and specific device information for this patient is not provided. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Insufficient device information received to determine device iteration.

Event description:
Published in the annals of vascular surgery, "endovascular aneurysm sealing (evas) and chimney evas in the treatment of type ia and type iii endoleaks after endovascular aneurysm repair (evar)" during a publication review the following was identified; a patient was initially treated with afx on an unknown date. Referred to as patient #10, the patient's initial procedure was a 3-vessel chimney which is outside the indications for use. 40-months post-op the patient experienced a type iiia endoleak which was treated by evas or chimney evas. The patient and device information is anonymous. There is no indication the event was previously reported.